Event description:
On 10/17/96, the pt contacted a MFR nurse and reported that the device was refilled for the first time in this state. It was additionally stated that the facility nurse turned the empty barrel syringe upside down and lost the residual, as a result the flow rate could not be calculated. The pt did not think that a safety check for return volume was performed at 5 cc's. The pt reported that it seemed like the fluid was just pushed in. The device sideport was reportedly accessed with a needle only," a lot of blood from the artery came out". Tubing was put on the needle to draw the blood, then mitomycin wouldn't flow so it was given with a larger syringe, then heparinized. The pt inquired whether this is the correct procedure and whether he should return to his previous oncologist in another state for device refills. The MFR nurse relayed the importance of positive pressure when accessing the device sideport. In addition, the MFR nurse offered to contact the facility and offer an in-service for the nurses. The pt's pharmacist was contacted per the pt's request and the above info was relayed. The pharmacist stated that he would look into scheduling an in-service.